Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown zimmer segmental articular surface catalog #: ni lot #: ni, unknown zimmer segmental tibial component catalog #: ni lot #: ni. G2: foreign - event occurred in new zealand. H6 - component code - proposed code is mechanical (g04) - femur. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty revision due to infection post-operatively. No additional information is available.